Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was worn for less than 1 hour. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.